Event description:
Pt in soma safe enclosure had three near-suffocations. On each occasion, pt was able to nuzzle self in between mattress and netting. Soma safe enclosure did not fit properly. Distributor contacted and immediately responded. Padding installed to reinforce area between mattress and netting. Padding presented addl'l risk issues and MFR was contacted. MFR suggested use of hill rom bed for more secure enclosure, hill rom bed ordered and same problem persisted, the soma safe enclosure does not fit securely on the bed frame and poses a real threat of suffocation.